Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was coming through the incisions site causing tenderness symptoms. Patient developed a rash on their leg and it was suspected to be cellulitis. It is unknown if the rash was due to the patient¿s implantable system. An ultrasound check was performed however the results were unknown and based on the results the physician opted to replace the device. The device was explanted, and a new device was implanted at a new location site to help resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A new device was not implanted.